Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, and quality control of the device was conducted during the investigation. The safe-t-j amplatz extra-stiff support wire guide was not returned; therefore, no physical examinations could be performed. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows two non-conformances for flaking and one nonconformance for a coating defect. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of the investigation, the device may have been altered by the user prior to the procedure which may have contributed to the reported event. The most likely root cause is operational context as a result of the user's handling and forming of the device; though this can not conclusively determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the safe-t-j amplatz extra-stiff support wire guide was being slightly curved by the doctor when the coating became loose. This was noted prior to use on a patient. No additional details have been received.